Manufacturer narrative:
One cadd pump was returned for analysis. Visual inspection performed and product found to be in fair condition with a scratched screen and damaged housing. Customer's complaint was verified was not verified. Event log reviewed with no information related to complaint. Use testing performed. The downstream sensor was replaced as a preventative measure. The problem source is unknown.

Event description:
Information was received that the cadd legacy pump starts beeping and will not finish infusing. No reported adverse effects.